Manufacturer narrative:
H10, h2, h3, h6: the reported fast-fix 360 curved ndl delivery sys ¿ 72202468 intended for use in treatment, has not been returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during meniscus repair procedure, while deploying the first t1 implant, the t2 implant came out from the inserter¿. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported during meniscus repair procedure, while deploying the first t1 implant, the t2 implant came out from the inserter. The ts were successfully removed. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: d9: updated, device received. H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The needle is bent in a linear position. The t1 anchor is detached from device while the t2 is still attached in manufacturer intended position. The deployment needle is in the t1 pre-deployment position. The suture is coated with debris from surgery. A functional evaluation revealed the device could not function as intended. The empty t1 position was attempted to deploy, the deployment needle became lodged at the distal tip of the device. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.